Event description:
It was reported that the customer was having premature low battery alarm. During the phone call the customer's family member stated they were hospitalized and following a battery change their bg's stabilized again. Customer's family member stated the battery has to be changed approx every two weeks. Replacement batteries were sent.